Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, and per the opinion of the physician, the root cause of the patient's seizure-like activity was unknown, but the barostim system was not suspected to have caused or contributed to the event. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during the device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Prior to the implant, the patient requested to be admitted after the surgery. A couple of days following the implant, the patient experienced a seizure-like activity that lasted approximately one minute and spiked troponins. It was noted that the patient had a history of seizures. The patient experienced full body shakes, followed by a headache and pain near the incision site in their neck. The electrophysiology team was consulted for frequent premature ventricular contractions (pvc) and evaluation of syncopal episodes. Neurology reported the patient did not experience a seizure and the electrophysiology team reported there were no ventricular arrhythmias noted. An eeg was performed while the patient experienced the seizure-like activity, and the result of the eeg was negative. A carotid doppler was also negative. An MRI was performed. Per the opinion of the physician, the root cause of the seizure-like activity and the increase in troponins was unknown. The physician stated the barostim system was not suspected as a cause of the event as the device was not activated following surgery and did not specifically state the procedure was the cause. Barostim therapy was activated on 04-apr-2024, per the physician's request. No stimulation or seizure-like activity was noted. The patient was discharged on (B)(6) 2024. On 09-apr-2024, the patient suspected that the implant site was infected. However, the cardiology team confirmed that there was no infection, and the site was just tender. It was possible the patient did not follow postop instructions on managing the site. The vascular surgeon stated that the patient called the office requesting pain meds and an appointment, but no appointment was scheduled. The nurse practitioner reported that there was no seizure activity.